Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered an alert that capacitor charge time limit was reached. A device check revealed a patient notifier was activated due to the charge time limit. Extended charge time was measured again when performing a capacitor maintenance. The device was explanted and replaced. No adverse consequences were detected.

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.